Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the patient experienced debilitating pain, discomfort, and soreness, in the area of the hip implant, thereby, negatively affecting her ability to perform activities of daily living. Friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused toxic cobalt-chromium ions and particles to be released into the patient¿s blood, tissue and bone surrounding the implant. Update ad 31 jul 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. In addition to what were previously alleged, ppf alleges infection and loosening of cup and stem. Added cup and screw due to alleged loosening and infection. Also added facility name, account name, patient harm and updated product details of unknown impacted products. Corrected dor and event date. Doi: (B)(6) 2009 - dor: (B)(6) 2014; (left hip).